Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive around the light guide lens was corroded. Based on the results of the investigation a definite root cause could not be identified a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the worn adhesive malfunction: adhesive on bending section cover (a-rubber) had wear should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the ultrasound gastrovideoscope exhibited adhesive wear on the rubber cover of the probe tip bending mechanism and on the fiber optic lens. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.